Manufacturer narrative:
(B)(4). Product not returned for evaluation. During the call, were able to obtain reading using the meter. Most likely underlying root cause mlc-30- user applied blood to strip before inserting strip into meter test strip UDI#: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the initial concern is resolved - unable to establish contact lately. On 05/10/2019 made contact with the customer and his condition remained the same, he still felt tired. Since the last call, he had gone to his doctor. Customer's blood glucose test result at the doctor's was 247mg/dl. New medication had been prescribed, customer did not know the name and stated it is to help him to urinate the glucose. Customer had tested with the truemetrix meter and obtained a result of 164 mg/dl fasting.

Event description:
Consumer reported complaint for e-3 error. Wife is calling on behalf of the customer. The e-3 error occurred once the test strip was inserted. At the time of the call, wife stated customer was feeling worn down (tired), was pale and his feet were swollen. Customer stated he had not been able to test for several days and denied the need for medical attention. During the call, a blood test was performed by the customer fasting and produced test result of 139 mg/dl using the meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 07/18/2020 and open vial date is (B)(6) 2019.